Manufacturer narrative:
The mayfield composite series skull clamp (a3059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - investigation of the returned unit did not duplicate the reported issue of "excess movement." Unit received has a slight up and down movement in the lock/rocker arm assembly, but when properly positioned and put under pressure, there was no movement. All worn components, including the disk ratchet and retaining ring were replaced with new parts, and general cleaning and maintenance were performed. Conclusion - the complaint is not confirmed. The returned unit required replacement of worn components due to routine use and wear. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
This is 1 of 2 reports linked to mfg report number 3004608878-2023-00175: a facility reported that a surgeon observed an excess movement on a mayfield composite series skull clamp (a3059) during an unspecified surgical procedure. No information has been provided on patient consequence or surgical delay.